Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states she feels nausea but states she does not require medical attention. The customer's expected blood results are 70-170mg/dl. Verified the strips expire 12/31/2017. Customer confirms the strips are stored properly and were first opened 08/25/2015. Customer performed back to back blood test 152mg/dl and 142mg/dl, not fasting. Reviewed meter memory 170mg/dl, (B)(6) 2015 07:22:00 pm fasting :yes. 131mg/dl, (B)(6) 2015 08:13:00 am fasting: yes. 111mg/dl, (B)(6) 2015 07:40:00 am fasting: yes. 126mg/dl, (B)(6) 2015 06:58:00 am fasting: yes. 123mg/dl, (B)(6) 2015 08:32:00 pm fasting: yes. Customers concern: the customer is concerned about the 170mg/dl on (B)(6) 2015 at 7:22 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels nausea but states she does not require medical attention. The customer's expected blood results are 70-170mg/dl. Verified the strips expire 12/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 152mg/dl and 142mg/dl not fasting. Reviewed meter memory 170mg/dl (B)(6) 2015 07:22:00 pm fasting:yes, 131mg/dl (B)(6) 2015 08:13:00 am fasting:yes, 111mg/dl (B)(6) 2015 07:40:00 am fasting:yes, 126mg/dl (B)(6) 2015 06:58:00 am fasting:yes, 123mg/dl (B)(6) 2015 08:32:00 pm fasting:yes. Customers concern:the customer is concerned about the 170mg/dl on (B)(6) 2015 at 7:22 pm. No adverse event reported.